Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly hospitalized for an infection that was not device related. Additional information obtained reportedly indicates that the reason for explant was the recipient was a non-user of the device and elected explant surgery. The recipient healed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced pain, headaches, and recurrent infections with device use. The recipient's device was explanted. The recipient was not reimplanted. The external visual inspection revealed silicone slices on the top cover, and the electrode was severed near the electrode ground ring and array prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.